Event description:
The facility reported that this device needs a new battery. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info.the hospital representative stated that have been no reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. This issue is currently being investigated.